Event description:
It was reported that, "the hospital received case of bone cement in damaged from (B)(4). Sales associate confirmed that 2 vials were broken and all 10 doses were compromised. Hospital disposed of cement locally in accordance with local and federal regulations as hazardous waste."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.